Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced a chronic middle ear infection and was receiving no benefit from the device, resulting in the decision to explant the device. The device was explanted on (B)(6), 2011. There are no plans to reimplant as of the date of this report, (B)(6), 2011.